Manufacturer narrative:
Device evaluation: g4, g7, h2, h3, h6 and h10. Failure analysis: a visual inspection of blower module s/n (B)(6) and inspiration valve s/n (B)(6)found a light-colored powder debris throughout the inner pneumatic pathways within the blower module plastic housing and inspiration valve assembly. Prior troubleshooting has been performed in order to isolate this blower as a contributing factor of the customers reported complaint, reference "adverse event details" within (B)(4), thus no duplication of the reported issue was needed by the failure analysis technician. Dis-assembly of blower module was then executed in order to take photos and take a sample to examine under fourier transform infrared spectroscopy (ftir). The results of the ftir sample of this light-colored powder had a 59.32% match with aluminum ammonium sulfate, which was found to be a form of salt. This debris has been isolated as the main contributing factor causing resistance of flow which in-turn caused the blower module to require a higher power draw to compensate and causing the blower related faults.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Technical support in conjunction with the customer reported the screenshot of the log files. It is visible in the logs that the problem is pending since (B)(6) 2019. Blower test shows that the blower is damaged and also inspiration valve test fails on tightness check and step loss test. Log files shows multiple technical failure associated with the reported event,alarm 316 blower failure, temperature of blower high, temperature of blower too high ranging from 77 to 117 degree celsius which could seriously damaged the ventilator, and error 4 is visible on the logs which denotes unstable blower pressure. If additional information is received, a supplemental report will be submitted.

Event description:
The customer reported that the bellavista 1000 alarmed 316 (blower failure) while connected to a patient. The patient was removed from the suspect ventilator and placed on another ventilator. The customer confirmed that there was no patient harm associated with the reported event.